Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report alarms on the insulin pump. The customer stated she removed the reservoir and noticed that insulin leaked from the reservoir into the reservoir compartment. The customer reported a blood glucose reading of 437 mg/dl. Nothing further was reported.